Manufacturer narrative:
PMA/510(k) #: k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle snapped during the procedure. Additional information confirmed that the needle was removed from the patient using bronchoscopy forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Lungs a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 10 a please describe the size of the intended target site. 3 cm lymph nodes if not with the device in question, how was the procedure performed and/or finished? With a new cook needle was the device used in a tortuous position? Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax eb-19-EU. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? Yes. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? One. Did any section of the device detach inside the patient? Yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at

Manufacturer narrative:
PMA/510(k) #: k160229. Device evaluation (B)(4) unit of lot c1840821 of echo-hd-22-ebus-p was returned opened in its original packaging. Clarification was requested as follows; ¿also, it states in q.22 of the additional questions that the broken needle part detached inside the patient (as per 1st snippet below) but that no section of the device remained inside the patient¿s body as per cc form (see 2nd snippet below). Can you please confirm with the rep how the broken needle part was removed from the patient?¿ reply was received as follows; ¿removed was with bronchoscopy forceps¿. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 06 oct 2021. The distal end of the needle was found to be broken approx. 1.5cm from the needle tip. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-p of lot number c1840821 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1840821. The notes section of the instructions for use, ifu0060-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060-4). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break during the second puncture attempt as it is stated in the answers to the additional questions that one sample was obtained with this needle. It is also possible that the distal part of the needle was damaged while obtaining first biopsy sample outside of patient and then broke on the second puncture attempt. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.